Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep later reported the cause of the infection was not known as the results were not back from the pathology department. A physician stated the patient's infection was improving with antibiotics.

Manufacturer narrative:
Other applicable components are: product ID 3708660 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's disease. It was reported that the patient had an infected chest pocket. As a result, the surgeon explanted the ins and extension. The patient was scheduled to receive new devices in the future. No further complications were reported as a result of this event.